Event description:
Received a report from a peritoneal dialysis pt's rn who reported that the pt was not able to connect to this dialysis treatment set. There is no report of a pt injury. A sample is available for an evaluation.